Manufacturer narrative:
The coolsculpting user manual, under warnings, states that the use of the coolsculpting device performing off label treatment has not been demonstrated to be safe and effective. Such use may result in injury to the patient. A supplemental report will be submitted if and when additional information is obtained. The coolsculpting user manual, under warnings, states that the use of the coolsculpting device on areas with superficially located nerve branches has not been demonstrated to be safe and effective. Such use may result in injury to the patient. In addition, coolsculpting system use has not been studied in patients with neuropathic disorders like neuralgia and/or neuropathy. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of of a patient that developed paralysis following the off-label use treating the "buffalo hump" area with coolsculpting.